Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported field event of backup vvi was confirmed in the laboratory via review of the device image. The device reset in the field was due to a parity error. The device was tested on the bench as well as using automated test equipment and no anomaly was found. The cause of the parity error could not be determined.

Event description:
It was reported that the device could not be interrogated and an alert for back-up pacing mode with no defibrillation support was observed. The device was explanted and replaced. There were no adverse consequences to the patient.